Event description:
It was reported that patient underwent a total hip arthroplasty in 1991. Subsequently, patient was revised on (B)(6) 2013 due to unknown reasons in which the cup, head, and liner were removed and replaced. It was further reported that another revision was performed on (B)(6) 2014 due recurrent dislocations caused by poor cup placement.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name. Catalog number, lot number, and expiration date. Implant date. 510k number. Device manufacture date. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-07905 and 07912).